Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no battery alarms were noted. The insulin pump passed the self test. The insulin pump had minor scratches on the display window and a scratched case.

Event description:
It was reported that the customer was getting a no power alarm on her insulin pump. Her blood glucose was 187mg/dl at the time of reporting. The customer reported having failed battery tests before and after cleaning the insulin pump's battery compartment. The insulin pump is being returned. No additional information was reported.